Event description:
It was reported that this pacemaker exhibited t-wave oversensing on the right ventricular (rv) channel. Technical services (ts) reviewed the device data and noted that reprogramming options were limited due to intrinsic r-wave variability. Additionally, an increase in pacing thresholds on the rv channel was noted. Further monitoring was recommended. This pacemaker remains in service. No adverse patient effects were reported.